Event description:
It was reported the pt was no longer receiving effective stimulation in his left foot. X-rays were taken and confirmed his lamitrode s8 lead has migrated. An sjm rep met with the pt and reprogramming was unable to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.